Manufacturer narrative:
The date of event is unknown. It was reported to have happened "over a year ago". The date received by the manufacturer is used. The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when the patient was giving himself an insulin injection, the needle from the suspect device broke off and remained in the site. The patient went to the hospital to have the needle removed. An x-ray was performed but the needle was not removed as the doctor determined the needle would come out on its own. At the time of report, the needle remained in the site.

Manufacturer narrative:
Device evaluation: results - a sample is not available for analysis. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined.